Event description:
Abbott/hospira butterfly needle has a beige deposit. Pts rptr has sent butterflies to are telling them they're finding many other bad needles among those rptr has sent them. Rptr provides clotting factor for people with hemophilia and the pts have been trained by physicians at facility to infuse these products at home to stop bleeds.